Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were . Updated: b4, b5, d4 (UDI number) d9, g3, h1, h2, h3, h10 . The reported liner was returned and visual evaluation identified the following: there were damages to the rim feature, antirotation tabs, and the backside of the locking features that most likely occurred during implantation attempts. No other damage was noted. Complaint sample was evaluated and the reported event was not confirmed. Evaluation of the returned product does not change the final conclusions of the previous investigation. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trend.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). Photographs of a g7 liner were provided. Visual evaluation identified the following: there is damage, most likely due to insertion attempts, around the rim of the liner. No other damages were noted and no further evaluation can be performed with the images provided. Photographs were evaluated and the reported event was not confirmed. Review of the device history records identified no deviations or anomalies during manufacturing related to the reported event.. Root cause could not be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that during an initial hip arthroplasty, the liner would not seat into the cup. Another liner was used to complete the surgery no adverse events have been reported as a result of the malfunction. No further event information available at the time of this report.